Manufacturer narrative:
H6: codes have been updated to reflect new information received. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that the cause of the motor stall and recovery was the patient believed the magnet on her purse caused the motor stall. The patient had it sitting near the pump in the waiting room prior to her visit. The hcp reported that the event had not occurred since and the patient had no issues with the pump since.

Manufacturer narrative:
E1 ¿ additional phone number for initial reporter: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine and morphine via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient came to the office today because their pump was audibly alarming. The logs showed a motor stall occurred and recovered over an hour period of time. The caller denied emi (electromagnetic interference) or magnetic interaction (i.e MRI).